Manufacturer narrative:
.

Event description:
It was reported by a medical professional that a vns patient was deceased. Additional relevant information has not been received to-date.

Manufacturer narrative:
Age at time of event: the age at time of event was inadvertently not included on follow-up report #01.

Event description:
Follow-up from the treating physician revealed the cause of death was presumed sudep due to seizure and was not related to vns.